Manufacturer narrative:
Although requested, additional information and the lens return were requested and not received. The inserter used was not identified; therefore, it is unclear if a validated inserter was used. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is required at this time.

Manufacturer narrative:
The lens was not available for return. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, intraocular lens haptic was noticed broken after insertion into the eye. The lens was removed and replaced with another lens of same model and diopter without incision enlargement. 8.0 sutures were required to complete the intervention. Additional information has been requested and not received.